Event description:
Additional information received from MFR. On 7/18/1999: voluntary report no. Mw1016268. The service representative noted that the helium cylinder in use with the system 98 pump, which the customer had reported to be empty was in fact not empty, but had been closed. Datascope service performed a full functional evaluation of the system 98 iabp which was determined to be operating within specifications. The system 98 iabp was initially returned to the customer and placed into service but was subsequently returned to the factory.